Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after a da vinci-assisted malignant hysterectomy surgical procedure, the patient was found to have an infection with fever and a high infectious parameter on post-operative day 8 and required hospitalization. The infection was resolved on post-operative day 12. There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure.